Event description:
It was reported that after stapling across the pulmonary artery during a lung lobectomy procedure, the device produced an incomplete staple line. It was noticed to have stapled the lung side but not the artery, resulting in bleeding. A clamp and sutures were used to stop the bleeding. Due to the blood loss, one unit of blood was required. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that a revision surgery was performed performed during the week of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.